Event description:
Reportedly, during an attempt to monitor a pt's ECG rhythm, the device dispalyed excessive ECG artifact. The device operator attempted to work through the issue by changing the ECG lead set electrodes. The device continued to display artifact, a back up device was made available and pt care was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.